Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no patient complications that occurred. The patient came in for a follow up echo. The physician noted that the device had migrated from the laa and was located at the abdominal aorta. The device was attempted to be removed with a snare through a percutaneous approach, but the physician was unable to capture it. The patient went to surgery and the surgeon removed the device from the aorta and put a patch on it. Two days post the follow up procedure the patient was stable and doing fine.